Event description:
35 year old, female patient, with an IV in her right anticubital space, connected to a travenol IV pump, stated she rose from a bedside commode and on her way back to bed she noticed bleeding from her IV site. She reported lifting the cannula to see what was happening and saw the cannula break off and travel up her arm. Initial medical exam, negative; room search negative; manufacture notified. Discharged on prophylatis treatment and instructions regarding foreign body symptoms. Returned to her physician 5-12-93; cannula noted in upper right arm; removed via outpatient procedure 5-13-93; manufacture again notifieddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, other, unanticipated, hub. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.